Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Information for use: the implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks, including aortic insufficiency and re-operation. With review of the available clinical information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported about a dt study patient admitted on (B)(6) 2015 to the heart failure service following a routine, outpatient right heart catheterization that was administered concerning volume overload. She underwent an aggressive diuresis with medical optimization by the heart failure service at which point an echocardiogram was obtained concerning severe aortic insufficiency. The patient was consulted for a possible transcatheter aortic valve replacement, the patient was subsequently taken to the operating room on (B)(6) 2015. Cardiac rehab, physical therapy, and occupational therapy were all consulted post-operatively for early ambulation and an aggressive therapy regimen. The patient was discharged (B)(6) 2015. No additional information available.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.